Event description:
Philips received a complaint by the customer on the v60 indicating that during device setup, the device cycled breaths and operated when it was powered on, but the screen was black-- the touchscreen was operational, but no parameters could be seen. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that during device setup, the device cycled breaths and operated when it was powered on, but the screen was black-- the touchscreen was operational, but no parameters could be seen. The remote service engineer (rse) advised the customer that the device may have an original first-generation hydis liquid crystal display (lcd), which is now obsolete. The rse also provided the customer with instructions and the service manual to remove the display and check the lcd-- if the display is in fact an original first-generation lcd, then the customer can replace the user interface (ui) assembly with the second-generation lcd to correct the reported issue. Additionally, the rse provided the customer with the part number of the replacement ui assembly for repair. The investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the biomedical engineer (bme) troubleshot the device and confirmed the reported issue. The bme found that the customer did in fact have an original first-generation hydis liquid crystal display installed. The bme therefore ordered the replacement user interface (ui) assembly, and upon receiving the new part, the bme performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.